Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72400098; serial number: null and null; batch/lot number 184008008 and 189818006; model/catalog description balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The device still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.